Manufacturer narrative:
Sections with additional information as of 15-dec-2021: d4 updated based on product verified with customer: model number updated from ¿strip, tmx wgn 100ct 12/cs mg/dl #383569¿ to ¿strip, mckesson tmx nfrs50ct mg/dl¿. Lot number updated from ¿zy4329s¿ to ¿zy4443s¿. Expiration date updated from ¿31-oct-2022¿ to ¿26-jan-2023¿. Unique identifier (UDI) # updated from ¿(B)(4)¿. H3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Manufacturer contacted customer on (B)(6) 2021. Customer confirmed the correct products were returned. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Incorrect test strips were not returned for evaluation. Meter was returned for evaluation: investigation in process. Note: manufacturer contacted customer in a follow-up call on 19-oct-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated initial concern has been resolved .

Event description:
Consumer reported complaint for hi and high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 541mg/dl and hi. Husband stated the customer had obtained the afternoon result of 541mg/dl non-fasting 30 minutes after eating and had administered insulin. Customer tested again 30 minutes later and had obtained the hi. The customer¿s expected pm non-fasting blood glucose test result is 100-300mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2022 and open vial date is (B)(6) 2021.the meter memory was not reviewed for previous test result history.